Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with debris on the product. Visual inspection found no visible damage to the lens and foreign debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
A this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.50/+4.0/073 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2020 but the problem was not resolved, so the lens was explanted. The lens was exchanged for a same length but different model (vicm5) lens and the problem was resolved.